Event description:
It was reported that the unit would not heat-up. The customer did not have a back-up device and was therefore unable to do any further procedures until the loaner device was received. It is unknown by the customer if there were any adverse consequences or medical intervention. The customer stated the procedure was delayed but did not know for how long.

Event description:
It was reported that the unit would not heat-up. The customer did not have a back-up device and was therefore unable to do any further procedures until the loaner device was received. It is unknown by the customer if there were any adverse consequences or medical intervention. The customer stated the procedure was delayed but did not know for how long.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Based on the assessment of the device, the reported event was not confirmed.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.